Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
It was reported that the patient was receiving the "replace generator soon" message prematurely. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
A system displaying the ¿replace generator soon¿ warning message was reported to abbott. Surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Section e1: initial reporter information updated.

Event description:
Additional information indicates, surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced to address the issue.